Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: introducer with loaded filter returned inside sheath. During investigation the introducer/filter moved freely and could easily be advanced and filter expanded as intended. Distances between primary filter legs are 33 and 33.5 mm, respectively, which is according to specifications. The exact reason for non expanding filter legs cannot be determined, but based on photos provided blood clot(s) in filter and/or sheath may have prevented the legs from expanding after reported repositioning. In all filters the spring effect and the distances between filter legs are verified during the manufacturing processes, as every filter is redeployed and spring effect is approved after advancement through a testing sheath. Under normal conditions, ivc< 30 mm, the radial force of the filter will secure proper attachment of the filter legs to ivc. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the delivery system was inserted from the right jugular vein and advanced. The filter was deployed in an undesired position, so the physician advanced the sheath over the filter and reposition it. It was deployed in an undesired position again, then advanced the sheath over the filter. The physician noticed that the sheath was inserted to the right renal vein, so the sheath was replaced to ivc. Then, the sheath was withdrawn to place the filter, but the filter legs would not expand. Therefore the delivery system was removed from the patient, and another device was used instead from right fem approach, and procedure was complete. The physician inspected it outside of the patient, it could deploy after several trial. Patient outcome: the patient did not experience any adverse effects due to this occurrence.